Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A (B)(4) distributor contacted zoll to report that a patient removed the lifevest stating it feels too heavy and caused back pain. There was no alleged device malfunction contributing to the irritation. Patient reported that a physician advised to return the device.